Manufacturer narrative:
Device not available for evaluation. Device disposed of by healthcare facility. Hyperbranch completed its internal investigation on 19-may-2016. A review of the device history records has been performed. This review confirmed that this lot of product was reviewed and released according to qa specifications. A review of historical complaint data displayed no increase in trends. A retain unit of the same lot was tested and found to conform to specifications. Conclusion: the product in question was not returned for evaluation; therefore, the specific cause for the problem reported could not be identified. If additional information is obtained, or the sample is returned, this investigation will be re-opened. Device not available for evaluation.

Event description:
Patient had a chiari to decompress a congenital vertebral abnormality. Patient had an alleged csf leak. Re-exploration on (B)(6) 2015 to close leak. Patient back to baseline, no further issues. Hyperbranch product is not suspected to be a contributory cause of csf leak. No reported issues mixing or applying hyperbranch product. Surgeon indicated that a csf leak is a common occurrence.